Event description:
It was reported that a pump would not connect to the customer's network. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval confirmed a check battery alarm due to a failure on the radio printed circuit board. The check battery alarm is a known contributor to the reported symptom. The device could not be repaired and was removed from service.